Manufacturer narrative:
(B)(4).

Event description:
The customer stated there was a blood leak near the diff mixing chamber of the beckman coulter lh780. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing gloves, a lab coat, and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility and the customer reviewed the msds. The field service engineer (fse) observed the leak coming from the sample line leading from the diff mixing chamber to the flowcell. The tubing developed a pinhole from wear and tear by pinch valve (vl 52). The fse replaced the tubing thru vl52 and vl45, then verified repair per established procedures. Results meet published performance specifications. The root cause for the leak is attributed to a pinhole in the sample line leading from the diff mixing chamber to the flowcell. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.